Event description:
Boston scientific received information that this patient had complained of feeling their heart stop. A holter monitor revealed episodes of non-capture and pauses. This cardiac resynchronization therapy defibrillator (crt-d) measured normal defibrillation lead diagnostics except for one instance of < 200 ohms on daily measurements and occasional noise. It was unclear if the noise contributed to the pacing inhibition. There was further inquiry to verify the high voltage system. No adverse patient effects remains in-service.

Manufacturer narrative:
Resolution was requested from the field representative. Nothing has yet been further reported. Information suggests these products remain in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
It was later reported that this patient was device dependant. The lead tested within normal limits for sensing and thresholds with only one daily measurement of <200 ohms. As a result the lead was surgically abandoned and a new lead was successfully implanted.